Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter. Initially, it was indicated that during the initial ablation, at the 40th ablation, it was stopped due to a rapid increase in temperature. After retrieval, it was confirmed that blood had entered the transparent spring at the tip. It was resolved by replacing the catheter with a new one. The procedure was completed without patient's consequence. With the initial information available, this event was assessed as non MDR reportable. However, on 06-jan-2026, additional information was received which indicated that the catheter pebax was physically cracked. Therefore, the event was re-assessed as MDR reportable with an awareness date of 06-jan-2026. Additional information also indicated that there was no difficulty experienced while maneuvering the catheter or during the withdrawal. There are no pictures available.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter. Initially, it was indicated that during the initial ablation, at the 40th ablation, it was stopped due to a rapid increase in temperature. After retrieval, it was confirmed that blood had entered the transparent spring at the tip. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, microscopy examination, irrigation, temperature, and impedance of the returned device were performed following j&j procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The damage on the pebax's surface could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. Then, the temperature and impedance test were performed, and the device was found working correctly. No temperature or impedance issues were observed. Finally, an irrigation test was performed, and the device was flushing correctly, with no obstructed holes observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material inside the pebax identified during the investigation could be related to the temperature issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the issue is due to an unintended use error caused or contributed to the event. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. In relation to the damage on the pebax, the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).